Event description:
It was reported by the aci distributor that a patient underwent a company procedure on (B)(6) 2013. Following the procedure, the deployer selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon leaked. The distributor noted that no further information is available.

Manufacturer narrative:
An attempt to inflate the balloon from the device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1224904) indicated tha the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.